Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No conclusion can be drawn. No specific device issue was noted in the report. Insulet product support learned of two issues that may have potentially contributed to the customer's dka: insulin absorption issues and the customer's duration-of-insulin-action setting (which is used to calculate the amount of insulin on board [iob] from a previous correction bolus, when using the suggested bolus calculator). Though it cannot be confirmed, it is possible that either of these issues were contributing factors to the reported event. Insulet product support recommended that the customer review her settings with her hcp to ensure their accuracy. A review of lot qualification records could not be performed as no lot number was provided.

Event description:
The customer had gone into dka and was brought to the emergency room. She was admitted to the hospital and was treated with insulin drip - bg levels had lowered to 130mg/dl. The hospital was trying to "put her on a normal pattern back with the omnipod system," but after three hours, her bg levels "shot up to 338mg/dl." While no specific pod issue was cited, insulet product support learned that possible insulin absorption issues or her duration-of-insulin-action setting may have been contributing factors to the dka. Product support recommended that she consult with her doctor to make changes to her settings if necessary. The pod will not be returned for evaluation.